Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that on 03-jul-2024, the patient experiences an issue with one infusion set cannula fell off while being in the beach. No further information available.